Event description:
Pt felt extreme "flutter: in chest and sought medical attention. Presented with sinus ventricular tachycardia. Vascular catheter fragment was removed via percutaneous transluminal retrieval from right ventricle of heart.